Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 30-jul-2009. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, opening, wear abrasion, white particles. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify more than three striated edge opening, consist with use of a surgical tool and crease smooth opening in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: more than striated edge opening on anterior/posterior side due to surgical damage and a smooth creased opening on posterior assessed a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation due to a motor vehicle accident.

Event description:
Health professional reported a left side deflation due to a motor vehicle accident. Healthcare professional additionally reported "any creases" and capsular contracture, baker grade unknown. Device has been explanted.